Event description:
The field engineer reported that lines appeared on the monitor inhibiting the x-rays. This resulted in a loss of x-ray functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image memory was identified as being defective. A quote was issued to the customer for a repair and a response is pending.